Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that one day after patient's catheterization, the balloon burst. The catheter self-expelled. The consequence was a change of the catheter. Additional information: there was no negative consequences, and all the devices was for the same patient. No medical intervention was performed. The balloon was inflated with 15cc (solution not known). The patient did not suffer from any bladder stones or encrustations. No device is available for investigation.

Event description:
It was reported that one day after patient's catheterization, the balloon burst. The catheter self-expelled. The consequence was a change of the catheter. Additional information: there was no negative consequences, and all the devices was for the same patient. No medical intervention was performed. The balloon was inflated with 15cc (solution not known). The patient did not suffer from any bladder stones or encrustations. No device is available for investigation.

Manufacturer narrative:
Qn#(B)(4). Due to no actual sample returned for this investigation, simulation test has been performed on representative samples from production. There was no abnormalities found. Therefore, this complaint could not be confirmed.